Manufacturer narrative:
Report date: 20jul18. Rec'd by MFR 14aug18. The manufacturer's field service engineer (fse) performed troubleshooting and advised the customer to replace the power supply assembly. The customer reported that the power management board had been replaced. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator would not power on. There was no patient impact. The event date was not specified, estimate used.